Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an inappropriate shock due to oversensing. Additionally, small signals and long intervals were observed, which led to the smart pass feature being disabled. Discussed options for optimizing vector and auto set-up. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an inappropriate shock due to oversensing. Additionally, small signals and long intervals were observed, which led to the smart pass feature being disabled. Discussed options for optimizing vector and auto set-up. At this time, the s-ICD system remains in service and no additional adverse patient effects were reported.